Event description:
Patient's mother reported that the patient had a port site infection 16 months ago and the access port was removed by the implant surgeon. Seven months ago, the patient was being operated on for an appendix and the general surgeon found an erosion and the lap-band system was removed. There is no information if either the access port or the lap-band system are available at this date for return for evaluation. Follow-up findings: patient's mother further reported that an infection with a band erosion, resulted in a hole in the patient's stomach, as well as an appendix and band removal. The patient was experiencing irritation as well as redness and heat in the incision area, "it was clearly an infection." The infection was treated with antibiotics by a primary health care physician and an additional series of courses by the explanting surgeon.

Manufacturer narrative:
Taper ii. (B) (4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. The reporter was asked to indicated the product serial number. The information has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The access port was explanted on (B) (6) 2009, and the lap-band system was explanted on (B) (6) 2009. Both devices were discarded after the surgeries and will not be returned, therefore, no analysis or testing has been done. Erosion, infection, stomach perforation and pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue". "Re-operation to remove the device is required." Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required." Device labeling addresses the reported event of pain and infection as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, incisional infection, gi perforation, chest pain, incision pain, abnormal healing, port site pain and wound infection." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of stomach perforation as follows: caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death.